Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing phrenic nerve stimulation from their right ventricular lead. On (B)(6) 2019, the lead was capped and replaced. Patient was stable during and after the procedure and was discharged.